Event description:
As the doctor applied the dermatome unit onto the skin, it "dove" into the subcutaneous tissue causing a deep laceration. Patient required 25-30 stitches. To their knowledge, the dermatome was properly prepped by the central sterilizing department prior to taking it to the main o.r. They did not notice anything as far as appearances or scent on the dermatome to cause concern.